Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in a 250ml intravia empty container. This was identified during injection of an alpha1 proteinase inhibitor in the device using a five micron filter needle. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received out of the pouch between yellow pads. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Additional inspection was performed using black background inspection for white particle inspection and a white background inspection for black particle inspection; as result, no particles were observed inside the fluid path. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.